Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced occlusion issue on (B)(6) 2026 as the infusion set was not clicking properly when pulling the spring during the insertion process at cocking the spring which caused bent and kinked cannula.